Event description:
On 08may2026, the customer reported repeatable false high hstni (access high sensitivity troponin I, part b52699, lot 672034) patient results generated for one (1) patient on their dxi 9000 analyzer (part c11137, serial number (B)(6)). ¿ the customer reported that the following hstni results were generated for one patient: - sample ID (B)(6) on (B)(6) 2026: 534.6 pg/ml. - sample ID (B)(6) on (B)(6) 2026: 524.9 pg/ml. - sample ID (B)(6) on (B)(6) 2026: -510.5 pg/ml, -492.2 pg/ml. - sample ID (B)(6) on (B)(6) 2026: 515.3 pg/ml - sample ID (B)(6) on (B)(6) 2026: 548 pg/ml - sample ID (B)(6) on (B)(6) 2026: - no result, - 435.2 pg/ml. ¿ one sample was sent to an external laboratory, using another method, and results of 19 ng/l and 17 ng/l were obtained. ¿ the patient was admitted to the hospital for several days due to the initial high result and underwent multiple tests: an echocardiography on (B)(6) 2026, an exercise test and an electrocardiogram on (B)(6) 2026, a magnetic resonance imaging (MRI) of the heart on (B)(6) 2026, a cardiac catheterization, angiocardiography and a coronary angiography on (B)(6) 2026. There was no report of harm or death to the patient as a result of this change to treatment. ¿ no hardware errors or other sample/assay issues were reported in conjunction with this event. ¿ calibration passed on (B)(6) 2026 with reagent lot 672034 and calibrator lot 538600. ¿ quality controls (qc) were passing within the laboratory¿s established ranges. ¿ there was no evidence to suggest carryover as the customer did not report running samples of high troponin concentration prior to the questioned results. ¿ no issues with samples integrity were reported by the customer.

Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a3, a4, a5 and a6: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the hstni reagent was not returned for evaluation. ¿ no hardware errors or other sample/assay issues were reported in conjunction with this event. ¿ 3 samples from the same patient were sent to the complaint handling unit (chu) in marseille for interference testing. ¿ patient samples were first tested neat for the access hstni assay. The marseilles chu obtained high results. Customer's results were therefore confirmed. ¿ a dilution testing was performed. Results showed the presence of interferences since the test was not linear. ¿ an interference testing, using different blockers, was then carried out. Interference antibodies interaction are listed in the limitations section of the access hstni instructions for use. This interference testing did not allow to detect interference with these blockers since none of the blockers used modified the signal. ¿ the investigation demonstrated that interference is likely the cause of the falsely elevated hstni results, however it cannot be confirmed. The investigation did not permit to identify the specific interfering substance. ¿ per access hstni instructions for use, part number c78428g, ¿for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce human anti-animal antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other antibodies such as human anti-goat antibodies may be present in-patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies.¿ ¿ other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Carefully evaluate the results of patients suspected of having these types of interferences.¿ in conclusion, although an interference is suspected, it cannot be confirmed. The marseille complaint handling unit (chu) confirmed results obtained by customer and carried out an interference test. An interference is suspected since the dilution was not linear, however it cannot be confirmed as the blocker testing performed did not change the signal. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event because statements related to heterophile interference is present in the hstni instructions for use (IFU).